Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ tubing came apart. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that tubing comes completely apart at joint.

Event description:
It was reported that unspecified bd¿ tubing came apart. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that tubing comes completely apart at joint.

Manufacturer narrative:
H.6. Investigation: no photo or sample was received for investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. See h.10.